Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the quality of intermittent catheter had changed and gotten worse. Also stated that some of intermittent catheters were different sizes and some have no eyelets. Per follow up on (B)(6) 2021, liberator representative spoke with customer and they advised that the patient was bleeding and had the blood clots coming out. No medical intervention was reported. Per follow up on (B)(6) 2021, the patient initially started having insertion issues with the catheters and no blood yet. The patient inquired about manufacturer changes. The catheter diameters differed in size, some larger than other and all labeled the same french size. The hh exam from (B)(6) from (B)(6) determined patient did not have strictures or issues with prostate and the patient was informed that some other patients are also there with same problem due to magic 3 go use. Hh left patient a foley and leg bag to use at home and the patient did not use. The patient only used foley in (b)6) 2020 for colonoscopy. After 2 bleeding incidents, patient did not seek medical attention as they determined issue was with catheters.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the quality of intermittent catheter had changed and gotten worse. Also stated that some of intermittent catheters were different sizes and some have no eyelets. Per follow up on (B)(6) 2021, liberator representative spoke with customer and they advised that the patient was bleeding and had the blood clots coming out. No medical intervention was reported. Per follow up on (B)(6) 2021, the patient initially started having insertion issues with the catheters and no blood yet. The patient inquired about manufacturer changes. The catheter diameters differed in size, some larger than other and all labeled the same french size. The hh exam from (B)(6) from university home care determined patient did not have strictures or issues with prostate and the patient was informed that some other patients are also there with same problem due to magic 3 go use. Hh left patient a foley and leg bag to use at home and the patient did not use. The patient only used foley in (B)(6) 2020 for colonoscopy. After 2 bleeding incidents, patient did not seek medical attention as they determined issue was with catheters.